Event description:
There was an allegation of questionable glucose results from an accu-chek inform ii meter. Patient 1: at 6:39 am, the result using meter serial number (B)(6) was 33 mg/dl. At 6:44 am, the result using meter serial number (B)(6) was 99 mg/dl. Patient 2: at 6:28 am, the result using meter serial number (B)(6) was 26 mg/dl. At 6:30 am, the result using meter serial number (B)(6) was 52 mg/dl. At 6:31 am, the result using meter serial number (B)(6) was 53 mg/dl. At 6:47 am, the result using meter serial number (B)(6) was 89 mg/dl. The customer believed that the results from meter serial number (B)(6) were correct.

Manufacturer narrative:
The meter serial numbers were (B)(6). On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.

Manufacturer narrative:
The reporter's meter serial number (B)(6) was received for investigation and tested with retention test strips and qc material. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1: 45, 44, 43 mg/dl, level 2: 313, 314, 304 mg/dl. All returned results were within the acceptable range. Visual investigation of the meter was performed. During the investigation, contamination was found in the strip port and housing.

Manufacturer narrative:
Medwatch field b7 other relevant history was updated.